Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to j&j medtech orthopedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. In addition, functionality issues cannot be assessed through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 04.503.406.01c, lot # 11626p9, manufacturing site: werk selzach logistik, supplier: depuy synthes products, inc, release to warehouse date: 09 apr 2024, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that damage consistent with intended implantation procedure was observed. Threads of the implant were found deformed and stripped. Even though a functional test cannot be performed, the reported condition can be confirmed due to the observed state of the returned device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was performed on the threads and failed specifications due to the observed damage. The overall complaint was confirmed as the observed condition of the 2.0 ti matrixmandible screw stping 6 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 04.503.406.01c lot # 11626p9 manufacturing site: werk selzach logistik supplier : depuy synthes products, inc release to warehouse date: 09 apr 2024 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screw thread depth was too shallow and during the operation, the screw could not be locked. A new screw was used, and the surgery was continued without any problem. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed the screw was observed on image. The reported allegation has been confirmed to be manufacturing related. Preliminary investigation has started, and the cause of this issue is not identified. Preliminary investigation suspects that op10 turn complete machine had either the guide busing tension was insufficient or that thread motor bearing was worn/damaged. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 2.0 ti matrixmandible screw stping 6 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 04.503.406.01c, lot # 11626p9, manufacturing site: werk selzach logistik, supplier: (B)(4), release to warehouse date: 09 apr 2024, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the screw thread profile is undersized towards tip end of the screw. The 5/5 of the parts received are nonconforming for the screw thread profile being undersized on the screw. This complaint is confirmed. Preliminary investigation has started, and the cause of this issue is not identified. Preliminary investigation suspects that op10 turn complete machine had either the guide busing tension was insufficient or that thread motor bearing was worn/damaged. The overall complaint was confirmed as the observed condition of the 2.0 ti matrixmandible screw stping 6 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part# 04.503.406.01c, lot # 11626p9, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 09 apr 2024, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.